Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered multiple boluses without user input. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
Additional information was received on july 3rd, 2023, stating that the pump history was reviewed and demonstrated that the customer was manually requested the boluses. During troubleshooting, the pump was in working condition and turned on as expected.